Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). . Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that "urinemeter tubing goes to a vacuum state at about 10 cm of the tubing by itself" and prevents urine from flowing. They further stated that when the tubing is removed from catheter, urine flow continues.